Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Caller used multiple daily injections as interim therapy and planned to contact clinic to order new pump.